Manufacturer narrative:
The device in question was investigated by dräger service. In the course of the investigation, a fault was detected in the pcb control. After replacing the pcb, a complete functional test was carried out with the device in which no fault was found. The pcb and the logbook were made available to the manufacturer for a detailed analysis. The logbook entries, showed that the device logged a warm start on 22 december 2020 together with the error for a too high limit value of the internal voltage "bias voltage vvent out of range". The error could not be reproduced in a test of the pcb in a laboratory device. Based on these results, we conclude that the reported event was caused by a sporadic electronic fault on the pcb controller. If this error occurs, the oxylog 3000plus stops the ventilation function and generates a visual and audible alarm. In this case, the instructions for use stipulate that an alternative ventilation option must be kept available. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that while on a patient the display of the oxylog 3000plus went black and the ventilation stopped. After a restart, the device displayed a technical failure. Ventilation was no longer possible. No injury resulting from this event was reported. The device has alarmed.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that while on a patient the display of the oxylog 3000plus went black and the ventilation stopped. After a restart, the device displayed a technical failure. Ventilation was no longer possible. No injury resulting from this event was reported. The device has alarmed.